Manufacturer narrative:
Concomitant medical products: 496825 lead, implanted (B)(6) 2012.

Event description:
It was reported that the right atrial (ra) lead exhibited infinite impedance readings in both unipolar and bipolar, and there was no capture in unipolar. No further information could be obtained through follow-up. The lead remains in use. No patient complications have been reported as a result of this event.